Event description:
Product analysis was completed on the suspect product. Visual observations are likely associated with manipulation of the device during implant procedures. The header septum cavity shows no damage and the threads in the negative connector block shows no damage. The setscrew was able to be inserted into the negative connector block with no resistance and the header cavity met specification requirements. No other anomalies were seen and the device performed according to functional specifications. An interrogation, system diagnostic test, wandcomm 'vbat' diag, and comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. There were no performance or other type of adverse conditions found within the generator and the cause of the septum detachment could not be confirmed. Product analysis worksheet and data dump was reviewed and no anomalies were seen.

Event description:
The suspect device was received by the manufacturer and is pending product analysis completion.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled for a revision surgery to move the generator more proximal so the patient could use their crutches easier, no adverse event alleged. During the revision surgery, the septum plug fell out of the generator when the setscrew was being loosened, and the setscrew was not backed out completely when it occurred. The surgeon retrieved the plug but was unable to place it back in the generator header. The generator was replaced. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.